Event description:
Pt with a bicompartmental knee implant developed an infection. The device was explanted.

Manufacturer narrative:
Pt with a bicompartmental knee implant developed an infection. The device was explanted. Review of the device history record indicates that the device was manufactured to specification.